Event description:
It was reported that 158 days after implantation of a 3.5x28mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesions were located in the right coronary artery (rca). Pre-intervention stenoses of 60% ostial and 80% distal were reported. Distal to proximal 3.0x32mm, 3.5x32mm, and 3.5x28mm taxus stents were deployed in the region of the lesions within the rca. A post-intervention residual stenosis of 0% was reported. The patient presented 158 days after the initial procedure with 40-50% in-stent restenosis in the ostial rca. A 3.5x20mm taxus stent was deployed at 25 atm in the ostium of the rca. A post-intervention residual stenosis of 0% was reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.